Event description:
It was reported that pre-dilatation was not performed before the omnilink stent delivery system (sds) was advanced to the tight lesion in the leg. The sds was pulled in and out of the guiding catheter, when the stent dislodged from the sds and was left behind in the pt. A coronary dilatation balloon catheter was used to deploy the stent in an unintended site.